Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump shut off unexpectedly at 50% battery life. The customer's blood glucose (bg) level was reported to have been impacted; however, the customer declined to provide bg value. At the time of the call, bg level was stable.